Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and was unable to verify the reported issue. The cause of the reported issue could not be determined. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device would not perform compressions. In this state, a delay in cardiopulmonary resuscitation may occur. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. There was no patient use associated with the reported event.